Event description:
A patient with a history of diabetes and peripheral vascular disease had a non-healing wound on his right hip and has been receiving v.a.c. Therapy since 2007. V.a.c. Therapy had been initiated on the patient at several facilities and the patient has used several of the v.a.c. Products, including v.a.c. Ats , v.a.c. Freedom and infov.a.c. It was reported that the pt had a retained foreign body surgically removed; the retained foreign body was v.a.c. Whitefoam that was validated by a pathology report.

Manufacturer narrative:
The physician's assistant who was in the operating room when the foam was removed, indicated that the patient had a chronically infected wound that was responding well to v.a.c. Therapy. The patient was seen in the clinic two weeks prior to the removal of the foam and the wound was progressing well. The wound opening was "about the size of a quarter" with a small amount of serosanguinous drainage. The patient was seen the day prior to the removal of the foam and was having a large amount of foul smelling drainage. At this time, it was decided that the patient would require an incision and drainage of the wound with debridement of the non-viable tissue. During this procedure, the foam was found and removed. The patient was restarted on intravenous antibiotics. The physician's assistant indicated that although the patient's wound was infected prior to v.a.c. Therapy being initiated, the physician's assistant felt that this incident contributed to the infection worsening. The patient has subsequently required an amputation secondary to the infection. V.a.c. Labeling states under "warnings": "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events". It also states: "always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart".